Manufacturer narrative:
Reference number (B)(6). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported that the patient experienced difficulty dipping and peg/j tube replacement was scheduled for (B)(6) 2022. During the procedure, a buried bumper was identified.